Event description:
Indication: common variable immunodeficiency, unspecified. Patient (pt) stated they started infusion yesterday at 2pm and ended at 9pm. Per pump sheet, infusion time should be 5 hours 25min. Per pt, no mention of errors/alarms on pump from home health nurse. It was determined defective pump (serial number and expiration date not provided). No adverse event(s) or missed doses reported due to product issue. Pharmacy to replace device. Pt being sent box for return of pump associated with event. No further info. Reported to (B)(6).